Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist stated that calibration was successful after the case. The fsr calibrated the electronic patient gas system (epgs) successfully. The boom hose connections were checked, disconnected/reconnected and a calibration was performed again without any issues.

Event description:
Per clinical review: the team set up and calibrated the electronic patient gas system (epgs) on the heart lung machine (hlm) without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. During the procedure the team received a low air supply pressure notice on the messaging center. The message was transient and when the patient required a lower flow rate of gas the message did disappear. (Flow was originally approximately 6 liters per minute (l/min) but was decreased to 2 l/min during procedural and patient requirements). The unit was not exchanged out during the procedure. The biomed at the hospital did check the pressures after the case for input gas pressure to the epgs and those pressures at that time confirmed good. The log data did indicated a low input pressure and it was again recommended to have the hospital biomed look at the gas pressures in the hospital. The incident did not delay the continuation of the surgical procedure. There was no harm or blood loss due to the occurrence.

Manufacturer narrative:
Per the field service representative (fsr), the perfusionist stated that about an hour into cpb the device started alarming. The message showed 'low air supply pressure'. During the case the facility checked the pressures of the supply but it was checked in the hallway and not at the boom. Per the perfusionist, the patient was receiving oxygen (o2) and the blood looked normal. The system kept alarming and it was mentioned that they were flowing air at 6+ liters per minute (l/min). After a while the perfusionist brought the flow back down to about 2.0 l/min and the system stopped alarming. Per data log analysis: on (B)(6) 2021, 07:03:12 gas system successfully calibrated. 10:15:12 flow set to 6.02 l/min. 10:15:39 blending gas pressure low alarm at 33.8 pounds per square inch (psi). It is likely the blending gas pressure was 18 psi less than the oxygen (o2) pressure causing the low air pressure alarm. Normally 33.8 psi is in range (greater than 30 psi). Changes to flow and fraction of inspired oxygen (fio2) continued. At 12:30:37 the low blending gas pressure alarm clears with air pressure at 37.2 psi. The log confirms the complaint. Ideally both pressures should be 50 psi.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'low air supply pressure' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.